Manufacturer narrative:
(B)(4). UDI : (B)(4). This follow-up report is being submitted to relay additional information. The returned product was visually inspected and the reported event (damaged sterile packaging) was confirmed. Inspection of the inner cavity confirms there is a scuff mark on the cavity. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when it left zimmer biomet was conforming to specifications. The sterile packaging was likely damaged during transit due to the movement of the product inside. The root cause of the reported event is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred in (B)(6).

Event description:
It was reported that the inner sterile package was damaged likely from movement of device. Attempts have been made, and no further information has been provided.